Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Please disregard initial MDR and follow-up #1 as they are n/a. Claim # (B)(4).

Manufacturer narrative:
H6 investigation type 4110 - lens work order search: one additional similar complaint within associated lots was found. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was replaced with a same size length but implanted vertically and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).